Event description:
Reporter indicated a vns patient was having increased seizures. A battery life estimate performed yielded 5.19 years remaining. All attempts for further information have been unsuccessful to date.